Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached end of life (eol) after 18 months of service. The charge times were noted to be greater than 30 seconds. The impedance measurements were confirmed to be normal on both leads. Premature battery depletion was suspected. This device is part of the advisory population described in the physician communication on june 17, 2005. No adverse patient effects were reported.